Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although patient weight was not known, the patient was described as mildly obese. (B)(4) (incorrect anatomy) - per the instructions for use; do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported the puncture was below the profunda in the superficial femoral artery. The starclose se instructions for use states: do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site.

Event description:
It was reported that an arteriotomy closure of the left superficial femoral artery (sfa), 7f femoral access site was achieved using a starclose se device after a peripheral interventional procedure to the right sfa. Reportedly, the access puncture was a "low stick", below the profunda. The access site appeared to be in the sfa. The starclose se clip was successfully deployed and hemostasis was achieved after the completion of the peripheral interventional procedure. Approximately one hour after arteriotomy closure, the patient experienced pain in the left thigh, from the access site to the knee, and lost left pedal pulse. The patient was returned to the cath lab to restore blood flow in the left sfa using a dilation balloon. The right common femoral artery was accessed and the dilation balloon was advanced over the horn to the left sfa restoring blood flow. It was felt that the clip possibly had been deployed at a bend and when the patient moved, it caused a vessel constriction of blood flow. The patient is reported to be doing fine and was released from the hospital later that evening. There were no reported adverse patient sequelae. No clinically significant delay in the initial procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.